Event description:
Info was received that reported a patient sought treatment for an infection. The reporter stated that the patient's infusion site was red and indurated after the infusion set was in for 2 days. Reportedly, the patient presented to her physician for examination for a localized infection at the patient's insulin set infusion site. It was reported that the patient uses his abdomen for his sites.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.